Manufacturer narrative:
Method: actual device was not returned, so implantech performed analysis of production records, including sterilization records, as well as performing trend analysis. (There have been no other complaints of infection related complication associated with the applicable sterile lot.) Results: no device problem was found. Conclusion: infection is a known, inherent risk associated with implant surgery, and is addressed in the labeling for the product.

Event description:
Complainant reported that patient presented with issues 8 days after chin implant was placed intraorally, and was subsequently diagnosed with an infection. Patient was treated with cipro (p.o.) And doxyclyclin (p.o.), however when results of a culture identified streptococcus viridans, the area was drained and patient was switched to clyndomycin (p.o.) The patient's symptoms did not improve, and the patient had the site drained and new courses of clyndomycin (p.o.) Prescribed. The infection is now considered to be resolved.